Manufacturer narrative:
E1: complainant street address: (B)(6). Patient country: taiwan, province of china. Complainant phone: (B)(6). Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The distributor reported that the product could not absorb exudate. There was no harm reported. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 4k02539 was manufactured 21/oct/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaints engineer performed a batch record review on 11/dec/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The defect reported by the customer could occur during the sub-assembly process performed in the extrusion, lamination & cutting process (elc) #11 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassemblies lots 4k02481, 4k04294, order 1794439, 1794440, respectively, material 1003411, was manufactured on 10/18/2024, 10/20/2024 respectively, in the extrusion, lamination & cutting process (elc) #11 manufacturing line, with a total of (B)(4) eaches (eas). The complaint investigator performed a batch record review on 10/dec/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The defect reported by the customer could occur during the sub-assembly process performed in the roping durahesive mix manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassemblies lots 4k01684, 4h01297, 4g02779, 4h02332, 4j01807, 4j00555, 4g05287, 4k04245, 4h01293, 4h05035, order 1794757, 1781624, 1775852, 1781626, 1788293, 1788292, 1775854, 1794758, 1781621, 1788291, respectively, material 1725587 , was manufactured on 10/15/2024, 08/28/2024, 08/10/2024, 08/17/2024, 09/12/2024, 09/09/2024, 07/27/2024, 10/22/2024, 08/11/2024, 09/06/2024 respectively, in the roping durahesive mix manufacturing line, with a total of (B)(4). The complaint investigator performed a batch record review on 10/dec/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The defect reported by the customer could occur during the sub-assembly process performed in the amk mixer large #3 & #2 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassemblies lots 4k033850, 4h01078, 4j01345, 4g01361, 4k03385, order 1794749, 1781594, 1788286, 1775859, 1794749, respectively, material 1738335, was manufactured on 10/14/2024, 08/09/2024, 09/07/2024, 07/09/2024, 10/14/2024 respectively, in the amk mixer large #2 manufacturing line, with a total of (B)(4). The complaint investigator performed a batch record review on 10/dec/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassemblies lots 4k02641, 4k02642, 4h05032, 4g05286, 4h01688, 4h01686, 4j01806, 4h05259, 4g03140, 4k02643, 4h01289, 4j00554, order 1794747, 1794748, 1788282, 1781593, 1781598, 1781596, 1788285, 1788283, 1775862, 1791855, 1781595, 1789662, respectively, material 1738335 , was manufactured on 10/14/2024, 10/17/2024, 08/28/2024, 08/05/2024, 08/09/2024, 08/14/2024, 09/11/2024, 09/08/2024, 07/22/2024, 10/23/2024, 08/11/2024, 09/05/2024 respectively, in the amk mixer large #3 manufacturing line, with a total of (B)(4). Eaches (eas). The complaint investigator performed a batch record review on 10/dec/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Historical complaints review: on 11/dec/2025, complaints engineer ran a query in database in order to verify the complaints reported for the 4k02539 lot for the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect and no additional complaints were identified. Historical nonconformance review: on 11/dec/2025, complaints engineer ran a query in database looking for any in process non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect for the lot number 4k02539 and as result, no non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "fluid uptake test": frequency: first, middle, and last mix of each lot. Sample quantity: 6 samples per mix (18 samples). Acceptance criteria: avg. Not less than 3900g/m2/24 hrs. Defect rate analysis: there have been 1 defective part confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.25% based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Historical supplier corrective action report (scar)s review: on 15/oct/2025, supplier quality engineer ran a query in database in order to verify the supplier corrective action report (scar)s related to mass materials: rubber butyl 402 (1254962), polyisobutylene medium hard (1003687), sis polymer (1003751), tetrakis methane (1003888), rosin pentaerythritol florarez 100h (1738453), gelatin usp/nf 900kg mix (1050904), pectin usp grade 900kg mix (1050902) and oil mineral usp (1003700). As results no supplier corrective action report (scar)s were identified. Conclusion: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. A review of historical complaints, non-conformance (nc)'s / corrective action / preventive actions (CAPA), and scars were performed, and no additional issues were identified. This issue certainly appears to be an isolated incident. As part of the preliminary investigation, it was determinate that this issue is not related to the manufacturing process this issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.